Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and ECG cables and found the 3 lead and 7 lead ECG cables failed. The field service engineer flexed the ends of both lead sets and reproduced the intermittent 12 lead problem. The field service engineer tested the device with known working ECG leads sets and the issue was resolved. The customer was provided info on replacing the ECG lead sets. The device passed all performance assurance testing and was returned to use.

Event description:
The customer reported intermittent 12 lead ECG. There was no reported pt involvement.